Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a history/settings (inaccurate delivery) issue. It was reported that the patient¿s health care professional had suggested that the patient may not be receiving accurate insulin delivery. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 01/13/2014. Device evaluation: the device has been returned and evaluated by product analysis on 01/02/2014 with the following findings: during investigation, a review of the daily insulin delivery totals were shown to correctly reflect the user's programmed basal rates. A 29 hour flow accuracy test was performed and the pump was found to be delivering within the required specifications. The issue of inaccurate delivery of insulin was not duplicated during the investigation. There was no defect found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.